Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022 confidence's instruments (instruments and hydraulic pump) received from sterilization center without its original packaging. Solute and solvent were in another package. Sterilized products were hydraulic pump, reservoir and cement mixer, hammer, needle holder, two diamond tip needles and one biopsy needle. The clinic did not sterilize the ampoule or the cement, they were kept in another package. During the procedure for a patient with metastatic tumor, the doctor advanced the needle to the middle of the vertebra and it was not possible to advance it to the anterior part. The doctor reported that the bone was very hard. He injected the cement and when he went to remove the needle, it did not come out. They requested a team from the institution to be able to do the removal of the needle. It was split because the doctor halted it with a pliers, then the fragment was removed with a gripper. The time of surgery increased for unspecified amount of time because they had to request additional instruments to remove it. This report is for one (1) confidence spinal cmt sys, 11c. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.